Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, air could not be sufficiently removed from the side port. The sheath was replaced and the air was removed. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath advance sheath, 4fc12 with lot number 63341, and data files for the dated of the reported event were returned and analyzed. The data files showed system notice 50005 indicating ¿liquid detection¿ for the date of the reported event. Visual inspection of the sheath showed the shaft was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue of air ingress was confirmed through testing. The flexcath advance sheath, 4fc12 with lot number 63341, failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.